Event description:
It was reported that the pulse generator of an asymptomatic patient could not be interrogated. Troubleshooting was unsuccessful. On (B)(6) 2014, the issue had not resolved and the physician opted to explant and replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.